Event description:
It was reported that the customer's insulin pump would not turn on and was shutting off even with a new battery. The customer had to discontinue using the insulin pump and was treating with insulin shots. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).